Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that one of the limbs had disconnected from the swivel y-piece of an rt236 infant dual-heated evaqua breathing circuit during use. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The complaint rt236 infant dual-heated evaqua breathing circuit was not returned to fph for inspection. The information provided by the hospital is insufficient for us to draw any reasonable conclusion regarding the cause of the reported disconnection of one of the limbs from the swivel y-piece. Without the complaint device, we are unable to confirm the reported fault and determine its root cause. All breathing circuits are visually inspected and pressure tested before leaving the production line, and those that fail are rejected. Our user instructions supplied with the rt236 infant dual-heated evaqua breathing circuit state the following: "check all connections are tight before use." "Perform a pressure and leak test on the breathing system and check for occlusion before connecting to a patient." "Set appropriate ventilator alarm."

Manufacturer narrative:
(B)(4). The complaint device is not expected to be returned to fph for investigation. We are currently in the process of obtaining further information from the hospital in order to assist us with the analysis and identification of a possible root cause of the event as reported. We will provide a follow up report once we have completed our analysis.

Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that one of the limbs had disconnected from the swivel y-piece of an rt236 infant dual-heated evaqua breathing circuit during use. No patient consequence was reported.